Manufacturer narrative:
Patient information was unavailable from the site. Initial reporter name was unavailable at the time of filing. A manufacturer representative went to the site to test the equipment. The system passed the system checkout and was then found to be fully functional. The camera was received by the manufacturer for analysis. Through analysis the reported issue was able to be duplicated. At power up it was observed that the filter covers for the front panel leds had been reversed. The green led appeared as a broken line and the amber led appeared as a straight line. The positioning sensor unit (psu) appeared to have normal function but a check of the event log revealed three different occurrences of firmware incompatibility issues. Otherwise, the psu passed an accuracy test at .15 mm with a passing threshold of .25 mm. It was noted this psu had not been previously returned for a failure. Analysis determined that there was an electrical failure with the camera. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a procedure. It was reported that during the case the navigation system could see the frame, but it could not see any instruments. The site brought in another medtronic navigation system for the case, and all instruments could be seen. There was no surgical delay due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
Device evaluation: the power over ethernet (poe) injector and camera cables were returned to the manufacturer for analysis. The poe injector was tested for over 3 days without failure; the green power led was illuminated for duration of testing. The cables were tested and did not have any opens or shorts. The cables were also used in testing the poe injector for over 3 days without issues. There was no fault found with the poe injector or the cables. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: a software analysis was completed. It was determined that this was not a software issue; the cause of the reported issue was related to an electrical issue with a hardware component which was previously disclosed. The software was functioning as designed. If information is provided in the future, a supplemental report will be issued.